Event description:
It was reported that the sales rep interrogated the device prior to implant and a grey battery bar was displayed. The device was left in the original packaging and was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned, analyzed, and no anomalies were found. (B)(4).